Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot(s) met all pre-release specifications. Additional aaa® devices included in this report: pxc121200/13602717. Lot: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) warn against infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2015, two devices were explanted due to infection (rlt261216/13467413, pxc121200/13602717). These endoprostheses were originally implanted on (B)(6) 2015. It was reported the rlt261216 and pxc121200 were explanted due to infection, and were removed during an open procedure, axillofemoral bypass. The patient tolerated the procedure.

Manufacturer narrative:
Date device received - 2/5/2016.

Manufacturer narrative:
The review of the sterilization paperwork verified that the lot(s) met all pre-release specifications. The devices were returned to w. L. Gore and associates for investigation. Submitted in alcohol were two gore® excluder® aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). Also submitted was one palmaz® peripheral stent by cordis®. The lumens of the trunk and cl were widely patent. The abluminal surface of the trunk and cl were both generally devoid of tissue except scattered plaques of friable red-brown material. Loosely adhered to the lumen of the proximal edge of the trunk was a thin layer of light tan tissue. An impression of the cordis® stent was visible in the luminal tissue of the proximal trunk. The proximal end of the cl had been transected through one half of the graft material and the wire had been displaced. A second wire displacement was present distally which cinched down the graft material reducing the luminal diameter. The lumen of the cordis® stent was filled with red-brown, friable tissue that was non-adherent to the device surfaces. The stent had been crushed both along the longitudinal midline and horizontally. Histopathological examination of one abluminal and one luminal tissue specimen from the trunk and one luminal specimen from the cordis® stent was performed. Tissues associated with the devices were markedly degraded and consisted of variable amounts of red blood cells, proteinaceous tissue and inflammatory cell remnants in all specimens. Post-mortem microbial overgrowth was noted within abluminal tissue of the trunk and within luminal tissue associated with the cordis® stent. Due to the lack of tissue preservation, infection could not be determined. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. One wear related finding of bonding tape separation on a portion of the ipsilateral leg of the trunk was identified. The separation of bonding tape and device material appears to be at an area of inner curvature and is consistent with wear over time when placed in an anatomical bend. There is no disruption of the underlying graft material and the lumen remained patent.